Event description:
Event description guidant received information that the battery status indicator in this pacemaker provided different data on each of the last 3 patient check-ups. The device has been implanted for approximately 4.5 years and has an estimated longevity of 6.2 years. A hex dump was completed and reviewed by a product performance engineer. The hex dump showed multiple resets. The engineer indicated that the resets were probably an interaction between the accelerometer, dynamic atrial-ventricular (av) delay, and a-flutter response.